Manufacturer narrative:
A device history record review was completed and documented that the device met all specifications upon distribution. The reported malfunction could not be confirmed since no product samples nor images were provided. Manufacturing controls to avoid potential causes related to the malfunction are: 100% visual inspection, 100% leak test, 100% electrical test, continuous monitoring sampling, and qa sampling inspection

Manufacturer narrative:
No product was returned for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. However, an investigation will be initiated to assess for any manufacturing related processes which could be correlated to the lot number. A supplemental report will be forthcoming when the investigation is complete. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use of the pxvmp184 vamp pressure monitoring set, the arterial line tubing was malfunctioning. The new set-up of the saline flush bag was infused over approximately 1-2 hours, 500ml of fluid was instilled. There was no additional treatment required to the patient to resolve the issue. There was no patient injury. The device is not available for return.